Event description:
I had the essure procedure done in (B)(6) 2008 and to this day I am in moderate to severe pain everyday. When I was pregnant with my second child I decided to have any tubes tied after I gave birth, I knew two kids were enough for me and I was ready to have my tubes tied 6 week after giving birth to my second son. I asked my doctor about tubal ligation and if I would be able to have this procedure done. He talked me into undergoing the essure procedure instead. He stated that it didn't hurt and that his pts only felt "mild" discomfort during the 45 minute procedure. I was hesitant, I didn't like the idea of building up scar tissue or having any permanent "springs" inserted into my body. However, my doctor kept pushing it and I reluctantly took his advise, after all he knows what he is talking about, right? Wrong. First of all, he gave me one loritab and one anti-nausea pill and told me I wouldn't feel anything painful. He said I might have mild cramping for a day or two after the procedure and that I might also experience some bleeding or spotting over the next few days, but nothing too inconvenient. Well, as he inserted the first coil the right side of my body seized up as I began to feel the most painful experience of my life. The pain was so intense I couldn't move, my leg started to shake uncontrollably and I just screamed. The pain was instant and unbearable, and it didn't stop. My doctor said that sometimes the tube will have a spasm as the coil is inserted since the tube is curved and the coil is straight. He assured me it would relax in a few minutes. Reluctantly, I let him insert the other side - I figured if I was going to experience this pain, I might as well receive the benefit of permanent birth control. The left side was just as terrible; I couldn't move off of the table back to my room for over 30 minutes. Once they got me back to my room, my doctor said I could have one more pain pill and then I should just go home and the pain would stop. So I went home and now almost 2 years later, I am still in moderate to severe pain everyday. After the procedure, I bled for 5 months straight - everyday. Then after 5 months, the bleeding slowed down to 15 - 20 days out of the month. I feel like I am having constant "spasms" around my coils, I can actually feel them throbbing. I have gone back to that doctor for various tests and they just kept sending me home saying to wait a few more months for the bleeding to stop. I have found a new obgyn and they are going to remove my essure as soon as I can afford to have the procedure done. Until then, I have to take loritab everyday just to make it through my work day. I will hope that you would have the doctor tell us that sometimes this happens and that some people experience severe, long term cramping and bleeding. I was never informed that this was a risk; I also read all of the "risks" on your website prior to having this procedure done and the worst possible side effect I could find was "symptoms during or immediately after the procedure may include mild to moderate cramping, nausea/vomiting, dizziness/light-headedness, and bleeding/spotting." After googling this issue I see that I am not alone, not by a long shot. Many women are reporting very similar problems. I wish that someone had fully informed me of the risks, as I would have opted for a traditional tubal ligation. Now I find myself trying to have this "fixed" with (B)(6), no sick leave and two kids to take care of. Diagnosis or reason for use: birth control.